Event description:
An adc meter reading of 182 mg/dl and lab reading of 100 mg/dl completed within 10 minutes. Test was performed on the finger. There was no report of death, serious injury or mistreatment associated with this event. Please note that customer excessively squeezed test site to obtain blood samples.